Event description:
It was reported by service report that there was a broken weld on the right siderail and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.